Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were going to receive emergency medical assistance due to possible low blood glucose on (B)(6) 2020 with blood glucose of 154 mg/dl at the time of the incident. The customer did not mention how they treated. The customer experienced symptoms such as slurred speech and not feeling well. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was most likely not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer was waiting for paramedics. The customer stated they may have administered too much insulin because they accidentally got connected to the pump while filling the tubing. The insulin pump will not be returned for analysis.